Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured.

Manufacturer narrative:
Concomitant medical products: d314trg ICD; implanted: (B)(6) "20123".

Event description:
It was reported that the patient presented to the emergency room after receiving twelve inappropriate shocks due to noise and oversensing of the right ventricular (rv) lead. In addition, there was a superior vena cava (svc) lead warning for high impedance. The lead was initially reprogrammed and then later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.